Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has error message "defibrillation test failed / multifunction electrodes." There was no patient involvement.